Event description:
It was reported that the wake button was not working. The distributor pressed the wake button multiple times but it did not always performed as intended. There was no reported adverse impact to the customer's blood glucose level.